Event description:
The customer reported the systems will not access jazz drive. Also when saving images into hard drive, machine freezes up and won't retrieve images. It is giving a hc disk error. No pt injury was reported.

Manufacturer narrative:
.